Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. It was stated that the customer began experiencing high blood glucose levels two days prior to being hospitalized. It was stated that the customer was vomiting and that the glucose meter just read hi on the screen. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the customer had a no delivery alarm two days prior to the hospitalization. The insulin pump passed the prime and high pressure tests. Advised the father that the insulin pump was working correctly, and suggested using different infusion sets.